Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the pump was alarming or beeping and the pump was alarming a single tone beep. It was noted the patient called the healthcare provider (hcp) and told them she was in a little bit of pain, but not experiencing any major withdrawal symptoms. The patient needed a refill before it ran out of drug and the possible alarm event was the patient missed a scheduled refill. The patient was traveling and physician listings were requested. The patient was to follow-up with the hcp to discuss symptoms/alarm/request assistance finding the hcp to fill the pump because she was out of town. The event date was (B)(6) 2019. It was further reported the patient called the hcp last week to tell them her pump was running low, but she was going to be out of town. They never got her in for a fill and now she was out of town and needed the fill because she was alarming. The patient would like assistance finding an hcp who could fill the pump. No further complications were reported.